Manufacturer narrative:
Investigation into this complaint included a customer data review, customer file review, quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review: result log files were reviewed. The runs were valid, met all assay specification requirements, and no error codes or flags were displayed for the controls (positive ctrl and negative ctrl). There is no indication that the alinity m resp-4-plex amp kit (list 09n79-096) lot 522088 is performing outside of established design performance specifications. The amplification curves of the discrepant results were analyzed. The reported sample ids (sids) were positive for their respective targets. The amplification curves of the samples appeared as expected. The curves which led to positive interpretations exhibited a sigmoidal shape. Based on the results of amp tray carryover analysis, a risk for potential amp tray carryover of the sars-cov-2 target was identified for 2 sids. The customer received reactive negative controls (positive for sars-cov-2, flu a, and rsv targets) and positive results from environmental testing. Upon performing the weekly and monthly maintenance, the customer was able to pass the assay controls. This information suggests environmental contamination is a likely cause for the discrepant results. Quality data review: device history record / batch record review the device history records (DHR) review for alinity m resp-4-plex amp kit (list 09n79-096) lot 522088 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m resp-4-plex amp kit (list 09n79-096) lot 522088 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the tickets being investigated, which reported discrepant results while using alinity m resp-4-plex amp kit (list 09n79-096) lot 522088. The lot specific complaint history review identified five (5) additional complaints related to the reported complaint. Based on the results of the investigation elements, a product deficiency for alinity m resp-4-plex amp kit (list 09n79-096) lot 522088 was not identified.

Manufacturer narrative:
Elevated complaint investigation will be initiated.

Event description:
The customer reported 3 false positive results when running their alinity m resp-4-plex assay on the alinity m instrument (serial number [sn](B)(4)). The customer reported a reactive negative control. The molecular application specialist (mas) examined the curves. The customer stated that the analyte was reactive for cov-2 for all 3 samples as well as rsv and flua. The samples were tested on (B)(6) 2021, along with reactive negative control that had not reproduced the same results on another alinity. The customer stated that 10 samples were repeated from earlier before qc was run and of them matched. All 3 specimens were repeated on the alinity m, sn (B)(4) and they all came back as "not detected". The customer confirmed that none of the 3 the results were released outside the laboratory. Therefore, there was no report of patient impact due this observation.